Event description:
Rt heard steady loud alarm outside patient room. Entered to find ventilator shutdown and patient desaturating to 80%. Rn manually ventilated patient with ambu bag to improve sats. Rt then turned vent on -it started back up in the same mode -o2 therapy, in previous settings so rt placed back on patient. A few hours later, ventilator was changed out and pulled to check logs and report to manufacturer. Manufacturer response for ventilator, continuous, facility use, nihon kohden (per site reporter). We are working with the manufacturer on resolving our issues with the nkv 550u. The software upgrade was not installed in this ventilator, so we continue to upgrade software on all nkv vents. They currently have the uploaded logs from this event, and we expect to hear from them within the week.